Manufacturer narrative:
At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 21-may-2026 from accredo specialty pharmacy and forwarded to millyard advanced medical products, llc on 22-may-2026. It was reported that the patient received pump failure alarms while using both of their remunitypro pumps. The patient denied experiencing any symptoms at the time of the event and replacement systems were couriered the same day.